Event description:
It was reported that while preparing to reconnect the ilet pump after a hospital stay (reported under (B)(4)), the user¿s family observed that the pump connector appeared broken and a fragment was lodged in the pump, leading to difficulty disconnecting and removing the piece; this was managed through troubleshooting steps and the connector was subsequently removed, allowing reconnection to the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information they provided. Investigation of this case revealed a mechanical problem associated with failure to disconnect, involving the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.